Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with reservoir unable to lock into place, retainer ring damage. The customer reported blood glucose value of 300 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7020a, mmt-1880, mmt-332a, mmt-399a. Troubleshooting was performed. Customer reported physical damage to the retainer ring on the pump. Reservoir is unable to lock into place. Customer reported high bgs. No further patient complications were reported. No product return is required for mmt-7020a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-399a.

Manufacturer narrative:
Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Unable to perform displacement test, displacement accuracy test and occlusion test due to missing retainer. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the rewind test, prime/seating test, occlusion test, force sensor test and self test. During download history review no relevant alarms confirm on event date in download history files to confirm complain code. Unit was also received with battery tube threads - cracked, serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at select button, missing o-ring (reservoir tube), broken reservoir tube lip and detached retainer. In conclusion, customer concerns for cosmetic damages were confirmed when missing o-ring (reservoir tube), broken reservoir tube lip and detached retainer were noted. However, due to damaged retainer, customers complaint for high bgs were undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.